Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported by the patient's mother that her child faced bent cannula event on (B)(6) 2025. The blood glucose level of the patient was 440 mg/dl on the first day of insertion in the thigh and the same was treated by correction bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united arab emirates.